Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer was damaged, resulting in both the retaining cable and electrical cable being broken. The drawer was unusable and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the retractor band for drawer five was damaged. A field service engineer (fse) replaced the faulty retractor band to restore proper operation. The system functioned as intended after field service engineer repaired the device.